Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - upon evaluation, the unit had worn shock cushions. No other issues observed. The unit was also received without the case and adapters. Complaint not confirmed via inspection of the unit. Unit received had worn shock cushions as a result of repeated use. However, the unit passed all functionality testing, complaint could not be confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking arm screws of the a2079 mayfield infinity xr2 base unit would not tighten and are not stable. There was no known patient involvement or delay in surgery.